Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Upon removal of a hoffmann lrf frame, it was discovered that an apex pin adaptor (4933-1-020) was broken. Discovered upon removal.

Manufacturer narrative:
The reported event that apex pin adaptor - short hoffmann lrf for pin ø3-4-5-6mm was alleged of 'implant breakage after surgery' could be confirmed. The root cause of this breakage has been identified as a design issue (material not resistant enough to corrosion). This problem has been addressed by a CAPA and a new drawing revision has been released. As this breakage is due to a design issue, a credit note will be done. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
Upon removal of a hoffmann lrf frame, it was discovered that an apex pin adaptor (4933-1-020) was broken. Discovered upon removal.